Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Device engineering logs were last synced on 01-may-2025 at 1:38[?]pm and did not include data from the reported event date of 03-jun-2025. No instances of malfunction alerts were identified in the available data, and no factory reset was noted. Alerts were triggered and acknowledged appropriately, and the ilet responded to cgm glucose trends as expected. Based on the currently available data, the ilet appeared to function as intended. The cause of the user's hypoglycemia could not be determined. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose (bg) event during their first night on the ilet system. After making a meal announcement, the user experienced a bg level of 43[?]mg/dl and lost consciousness. Emergency medical services (ems) were called by the user's spouse, and the user was treated on scene with nasal glucagon. The event lasted approximately one hour. The ilet issued a low bg alert at the time of the event.